Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause of the reported failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, corrosion was found on the electrical connector of the broncho fiber videoscope. There was no patient involvement.